Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary stuck on error. The error that is popping up says, "object reference not set to an instance of an object". The customer has rebooted the station but issue still persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station application stuck with object reference error. A field service engineer (fse) reimaged the station, but the issue persisted. After further troubleshooting and replacing auxiliary pyxibus cable, also found one pocket in drawer 4.2 caused the issue. Then the fse removed all pockets and loaded them back to clear issue. The system functioned as intended after the field service engineer repaired the device.